Event description:
The customer contact reported the pt received less medication than intended. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "pump setting does not work. Set settings to 100cc per hour. It's been over 1-1/2 hours and 50cc bag should have done in 30 minutes." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.